Event description:
The recipient is reportedly experiencing poor performance due to impedance fluctuation. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed cut silastic overmold at several locations along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.